Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of telemetry failure but the head's cable was replaced as a preventative measure. The head's label was removed to replace the cable and therefore the label was replaced. Analysis did find that the head's lens was broken and therefore the head's upper case was replaced. Following replacement of the upper case the head then failed numerous electrical tests therefore the antenna coil was replaced, the device then passed all final electrical testing and a bench systems test. (B)(4).

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.